Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment.there were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.valve actuation test passed.system air leak test passed.a simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined.mushroom head check passed.upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that this female peritoneal dialysis (pd) patient passed away during sleep while connected to the liberty select cycler. Additional information was obtained through follow-up with the clinic. The patient¿s spouse found the patient deceased at approximately 4:00 am on (B)(6) 2025. The patient was still connected to the liberty select cycler. 911 was called, however; no resuscitative efforts were made, and the patient was not transported to the hospital. It is unknown what phase and cycle of treatment the patient was in at the time of death as the family did not submit the treatment flowsheets. There were no reported issues with the liberty select cycler prior to the death. A cause of death was not provided, but it was documented that the patient had other comorbidities including leukemia. The patient¿s death was not related to any fresenius device(s) or product(s) and/or their dialysis therapy.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation of a causal relationship between the patient death and use of the liberty select cycler. Additionally, there was no allegation of a liberty select cycler malfunction or deficiency. Although no cause of death was known, it was reported that this patient had other comorbidities (unspecified) including leukemia. ¿dialysis patients are at extraordinarily high risk for death with cardiac disease being the major cause of death and the single, largest, specific cause of death being attributed to arrhythmic mechanisms or sudden cardiac arrest (sca)¿. Based on the available information and no allegation or evidence of malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this female peritoneal dialysis (pd) patient passed away during sleep while connected to the liberty select cycler. Additional information was obtained through follow-up with the clinic. The patient¿s spouse found the patient deceased at approximately 4:00am on (B)(6) 2025. The patient was still connected to the liberty select cycler. 911 was called, however; no resuscitative efforts were made, and the patient was not transported to the hospital. It is unknown what phase and cycle of treatment the patient was in at the time of death as the family did not submit the treatment flowsheets. There were no reported issues with the liberty select cycler prior to the death. A cause of death was not provided, but it was documented that the patient had other comorbidities including leukemia. The patient¿s death was not related to any fresenius device(s) or product(s) and/or their dialysis therapy.